Event description:
Event description guidant received information that the patient with this pacemaker does not feel well when entering department stores. The device, which was included in the failure mode 2 population described in guidant's september 22, 2005 physician letter and december 12, 2005 advisory update, was evaluated and found to be functioning appropriately. Later, the patient was fitted with an external holter monitor which confirmed pacing inhibition as the patient passed through the security monitors at entrances of retail stores. As the patient was pacemaker dependent, the device was explanted and successfully replaced.

Event description:
Event description: guidant received information that the patient with this pacemaker does not feel well when entering department stores. The device, which was included in the failure mode 2 population described in guidant's september 22, 2005 physician letter and december 12, 2005 advisory update, was evaluated and found to be functioning appropriately. Later, the patient was fitted with an external holter monitor which confirmed pacing inhibition as the patient passed through the security monitors at entrances of retail stores. As the patient was pacemaker dependent, the device was explanted and successfully replaced.

Manufacturer narrative:
An attempt to locate the device following explant to ascertain whether this device would be returned for analysis was unsuccessful. If the device is returned or if more information becomes available, the event will be reopened. Upon return to the boston scientific quality assurance laboratory, this device underwent detailed analysis. One system reset was noted which occurred at or post explant. Visual observations noted no anomalies. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. In conclusion, the field allegation could not be confirmed through analysis as the device met specification through analysis.